Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a login issue. A field service engineer stated that the stations were having slow login issues and found that netbios was not disabled. The field service engineer set the speed to 100 half duplex to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system device had issues with users being unable to sign in. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient, and there was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.